Manufacturer narrative:
(B)(4). The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. The stapler was returned with 30 staples left in the cartridge indicating that 5 staples have been fired by the end user. The trigger was engaged using hand pressure and the stapler functioned with no issues found. An attempt to simulate insertion into the skin was then attempted using the returned stapler and a foam pad no defects were found. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." Other remarks: a corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of staples not grabbing skin properly could not be confirmed based upon the sample received. There were no functional issues found with the returned stapler. The manufacturer will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1500670 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the staples do not close when activated therefore they do not hold tissue together. The patient's condition was reported as unknown.